Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline, and the display was not functioning. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. As per part investigation, it was determined that the components were found damaged indicating a short circuit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). The report of the station is offline, no display was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order (B)(4), the fse replaced the auxiliary 4.1 drawer controller after identifying it as the cause of the station not powering on. Verified that the station booted properly, tested drawer functionality in the hardware test application (hta), and confirmed operational status. During dchu visual inspection the use 331392 01 pcba dwr cntlr v1.10/v1 p/n 151622 01 was received in good condition, with no signs of physical damage. During dchu testing the returned use 331392 01 pcba dwr cntlr v1.10/v1 was tested with a calibrated dmm. Components d501 and q501 were found damaged, indicating a short circuit. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a short circuit on diode d501 and mosfet q501 which led to circuit instability and compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline, and the display was not functioning. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and no display. A field service engineer found that the station was not powering on and found issue on auxiliary 4.1. Replaced the drawer controller and tested in application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline, and the display was not functioning. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.